Event description:
The customer reported to olympus that while using the colonovideoscope, they were unable to get to the biopsy forceps down the biopsy channel. The customer stated it felt like something is either stuck inside the channel or the channel itself is damaged or crimped. The issue was found during procedure. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found foreign material on the endoscopy mouth guard piece was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the labeling had minor peeling, the plastic distal end cover had dents and scratches, glue on the objective lens was peeling, the light guide lens had a big edge chip and peeling on cement, the bending section cover was cracked on both sides, the insertion tube had minor scratches not catching cotton, and the light guide tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel port was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.